Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742664-2009-00236. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The male pt's admitting diagnosis was cad and rest angina. The target lesion was the mid lad. The lesion was a de novo lesion with 90% stenosis. A 3.0 x 13 mm cypher stent was implanted. A small 3-4mm spiral dissection was noted which was treated with a 3.0 x 8mm cypher stent. The implanted stents were not overlapping. There was a less than 2mm gap between the two stents. The lesion was predilated. Ivus confirmed good stent to wall apposition. Pt's post procedure medication included plavix. Over two yrs post procedure, the pt had thrombosis in the stented area. The thrombosis was treated with aspiration and placement of a vision stent.